Manufacturer narrative:
The commander delivery system was returned at the warning marker position fully inserted through a 16f esheath. The loader cap was over the flex shaft. No fine adjust or flex were in use. The returned device was visually inspected; the balloon was burst radially, the distal portion of the inflation balloon was wrinkled and folded over the nosecone, the distal wings of the nosecone were flared out. Dimensional inspection was performed; the inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. No functional testing was able to be performed due to device return condition. No imagery was provided. No device history record (DHR) review was required as an existing technical summary is applicable to this event. The complaints for failure balloon burst and difficulty or inability to withdraw system through sheath were confirmed by visual inspection of the returned device. However, no manufacturing nonconformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per the case notes provided, mild calcium was in the annulus, as well as moderate leaflet calcium. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Since no manufacturing nonconformances or labeling and instructions for use (IFU) and training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required. In this case, the operators experienced an unspecified vascular problem along with withdrawal difficulty of burst balloon through the esheath. This was likely caused by device manipulation during withdrawal and/or patient factors (calcification and challenging anatomy) that may have contributed to the complaint event resulting in an cutdown to repair the femoral vasculature.

Event description:
As reported, during the procedure with a 26mm sapien 3 ultra in the aortic position via transfemoral approach, the balloon ruptured during deployment. The operator was unable to get balloon completely back into sheath and had to remove sheath, delivery system as one unit. A cut down was performed to repair femoral artery. The valve was implanted with good results.

Manufacturer narrative:
Investigation is ongoing. This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-05535.

Manufacturer narrative:
Correction for section d4 a 26mm commander delivery system was used. Lot number unknown.

Event description:
Additional information indicated that the injury was an enlarged arteriotomy due to the way the ruptured balloon had to be pulled out of the artery. Percutaneous closure devices would not get hemostasis nor would hand pressure. Artery had to be repaired.

Manufacturer narrative:
B5, h2, h6 updated.